Event description:
It was reported that subsequent to the implant of a protegen sling, the pt developed "knots" on the pelvic bone that had to be drained twice. The pt had frequent bladder infections which the pt was told could cause premature labor. The pt delivered a premature baby in 1998. Throughout 1998 and 1999 the pt had frequent urinary tract infections and pain on urination. Removal of the sling was scheduled. The device was not returned for eval.